Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of not impacted. During troubleshooting with technical support, the customer corrected the time and resumed insulin therapy.